Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# unknown, unknown liner, lot# unknown; item# unknown , unknown head, lot# unknown; item # unknown, unknown distal stem, lot# unknown; item# unknown, unknown cup, lot# unknown. Foreign source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00697; 0001822565 - 2019 - 00696.

Event description:
It was reported that patient underwent revision of total hip arthroplasty approximately 7 months post initial implantation due to infection. ( diar = debridement, irrigation, antibiotic, replacement ) of proximal zss for infection. Pt had sinus tract with puss, identified as staph aureus. Head and bearing were also revised. Attempts to obtain additional information were made; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.